Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged following pocket closure. The pocket was reopened and the lead was successfully repositioned. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.